Event description:
It was reported that the pt experienced an infection and the pump was explanted approx one month after implant. The catheter was left in. The pt's parents want a new pump to be placed as of the time of this report. The drug, dosage and concentration were unk. The pt's status was unavailable at the time of this report. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).